Event description:
Allergan aesthetics received a report of a patient who received dualsculpting treatment using the coolsculpting curve 150 applicator to the bilateral flanks and reported second and third degree freeze burns to the treated area. It was also reported that moderate swelling is present around wound/burn site and lower extremities as well as intense pain. Dressing changed every 48 hours, bilateral flanks cleaned with hypochlorous acid. Silvadene applied, petroleum impregnated gauze was placed over wound followed by non-adhesive gauze, then gauze and taped on with paper tape. Patient continues to have pain and discomfort. Managing symptoms with antihistamines including zyrtec 10 mg, benadryl 25 mg, nsaids including advil 800 mg, narcotic-percocet 10 mg/325 mg and anxiolytic/sedative valium 2.5 mg.

Manufacturer narrative:
Device evaluation and log review: coolsculpting elite curve150 applicator was returned for physical inspection and functional testing. No device malfunction was identified. The applicator was tested and able to be authenticated and passed all tests without any error. Verified the readings on the burn-in and channel test are within the specified limit. Vacuum diagnostics was performed on both connection sides of the control unit. Both sides were performing as expected the system log was reviewed by our firm's software engineering team. No irregularity was seen during treatment. Vacuum and temperature parameters were found to be within specifications. There was no visible indications in the data that the clinician had problem with attaching the applicator.

Manufacturer narrative:
Corrected data: a3, d1, d4, d8, g1.

Event description:
Allergan aesthetics received a report of a patient who received dualsculpting treatment using the coolsculpting curve 150 applicator to the bilateral flanks and reported second and third degree freeze burns to the treated area. It was also reported that moderate swelling is present around wound/burn site and lower extremities as well as intense pain. Dressing changed every 48 hours, bilateral flanks cleaned with hypochlorous acid. Silvadene applied, petroleum impregnated gauze was placed over wound followed by non-adhesive gauze, then gauze and taped on with paper tape. Patient continues to have pain and discomfort. Managing symptoms with antihistamines including zyrtec 10 mg, benadryl 25 mg, nsaids including advil 800 mg, narcotic-percocet 10 mg/325 mg and anxiolytic/sedative valium 2.5 mg

Manufacturer narrative:
The reported event, burn, is a known side effect of coolsculpting treatment. The device is returned and the investigation is ongoing. A supplemental medwatch will be submitted upon completion of investigation.

Event description:
Allergan aesthetics received a report of a patient who received dualsculpting treatment using the coolsculpting curve 150 applicator to the bilateral flanks and reported second and third degree freeze burns to the treated area. It was also reported that moderate swelling is present around wound/burn site and lower extremities as well as intense pain. Dressing changed every 48 hours, bilateral flanks cleaned with hypochlorous acid. Silvadene applied, petroleum impregnated gauze was placed over wound followed by non-adhesive gauze, then gauze and taped on with paper tape. Patient continues to have pain and discomfort. Managing symptoms with antihistamines including zyrtec 10 mg, benadryl 25 mg, nsaids including advil 800 mg, narcotic-percocet 10 mg/325 mg and anxiolytic/sedative valium 2.5 mg.